Event description:
It was reported that the pump exhibited a force sensor bridge test alarm failure. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it in good condition with no appearance of any physical damage. There was no evidence of the error found in the event history log (unable to download). The reported problem was duplicated. Force sensor bridge test was found at power up and unable to calibrate the force sensor. It was found that the force sensor was not operating as intended. For corrective action the force sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information was received on(B)(6)-2022 via email and attached to complaint object: there hasn't been any patient involvement with the device. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: medfusion 4000, d4: correction: model number: 4000, d10: correction: device available for evaluation: yes, (B)(6)-2022